Event description:
Customer reported that on (B)(6) 2014 she was unable to test using her adc blood glucose meter because her meter kept beeping continuously. Customer further reported her social worker came by for a visit, used her own unspecified meter to perform a test and received a reading of 116 mg/dl. No treatment was undertaken. Later the same day, the social worker again visited and this time found the customer on the floor. It is unknown if the customer experienced a loss of consciousness. Customer's fiance and the social worker transported customer to a local healthcare facility where a blood glucose reading of 280 mg/dl was received on an unspecified hospital device. Customer did not know what her diagnosis was, but noted she was given unspecified medications after the reading was obtained. Later, while still in the hospital, another test was performed and a reading of 65 mg/dl was obtained. Customer again was treated with unspecified medication in addition to being given food to eat. After eating, another test was done and a result of 180 mg/dl was received. Customer was then discharged from the hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
As product was not returned and no test strip lot was reported with this complaint, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release.